Event description:
During index procedure, the pt had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted, one to the proximal lad and one to the mid lad. The following day the pt suffered a mi. It is reported that it is unk if the reported mi was related to the target vessel. The investigator indicated that the reported event was possibly related to the study device. (Ref MFR# 9612164-2011-01182.

Manufacturer narrative:
(B)(4) - results: myocardial infarction.